Manufacturer narrative:
Catalogue #: was reported as either 7n8399 or 7n8377. Brand name for 7n8399 is one-link neutral luer activated device and 7n8377 is extension sets with one-link needle-free lv connector. 510k number for both potential product codes is k132734. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps spontaneously fell off the ports and connectors of a one-link device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.